Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6) event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The nurse called to inform that a 40 cc linear intra-aortic balloon had been used on the patient. While the doctor had inserted the balloon and was trying to draw blood from, they position, the balloon could not draw blood. The doctor moved the position of the balloon and tried to draw blood again but found that blood could not be drawn.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. A1 (sex). Corrected fields: d1, e2.

Event description:
The nurse called to inform that a 40 cc linear intra-aortic balloon had been used on the patient. While the doctor had inserted the balloon and was trying to draw blood from the y position, the balloon could not draw blood. The doctor moved the position of the balloon and tried to draw blood again, but found that blood could not be drawn. There was no harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reported: (B)(6). Updated fields: patient demographics, b4, b5, b7, d4 lot number, expiry date, serial number, d8, d9, e1 (initial reporter name, event site email, event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). Corrected filed: d4 (UDI number). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.